Event description:
It was reported by service report that the scale was inaccurate and required calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the scale was inaccurate due to a calibration issue. However, further investigation found that the cause for the inaccuracy was due to the scale not being zeroed properly by the user.

Event description:
It was reported by service report that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.